Event description:
Pump infusing at increased rate. Pump kept changing the rate and dose to zero. Pt experienced increased heart rate and became diaphoretic with respiratory dyspnea. Her physician was notified and orders given. The pump was checked by the bio-med dept, and no problems were found. Possible user error.